Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 intermittently lost connectivity to the ilet for about an hour and reconnected, with multiple brief dropouts the same day while the sensor was two days into wear; the system continued insulin dosing during the communication gaps and blood glucose was not affected. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included customer education and monitoring guidance regarding intermittent cgm-to-pump communication. Investigation of this case revealed transient loss of wireless communication between the cgm and the ilet without sensor failure or pump dosing interruption. It was concluded, based on previously established findings for similar reports, that the cause was likely temporary communication interference or environmental factors leading to intermittent cgm-pump connectivity.